Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should additional information becomes available and / or the device(s) be returned for evaluation and the investigation result becomes available, that changes this assessment, and amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer reference number (B)(4).

Event description:
It has been reported that the patient received a durom hip generic (exact date not provided) and underwent revision surgery on (B)(6) 2013 due to unknown reason. Since implant date is unknown, the complaint will be handled as a case prior to cases for which zimmer implemented a correction in july 2008.

Manufacturer narrative:
This case was reopened on august 24, 2015 to enter additional information which had been received on august 17, 2015 since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer (B)(4) will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that patient was implanted durom us acetabular component on the left side. The patient was revised due to pain, loosening, fluid collection, elevated ion levels and metallosis.